Manufacturer narrative:
Concomitant products: product ID 3998, lot# v006610, implanted: (B)(6) 2006, product type lead; product ID 3708240, serial# (B)(4), implanted: (B)(6) 2006, product type extension; product ID 3998, lot# v006610, implanted: (B)(6) 2006, product type lead; product ID 3708240, serial# (B)(4), implanted: (B)(6) 2006, product type extension. (B)(4).

Event description:
It was reported that the patient had a loss of therapeutic effect. It was stated that the patient had lost stimulation in her right leg. It was noted that the patient had lost stimulation on the wednesday prior to this report around 2 or 3 pm. It was noted that the patient¿s therapy was still effective for her left leg. It was noted that there was a program for the patient¿s left side and the patient¿s right side. It was further noted that the patient did not feel any stimulation of her right side. It was stated that the last time her system was checked, there were only 2 leads working. It was stated that the patient¿s healthcare provider (hcp) was going to put a new lead in during the patient¿s surgery last (B)(6), but the surgery ended up taking 9.5 hours and the hcp ¿didn¿t want to work on it any longer.¿ it was stated that the patient and the hcp had decided to ¿just let it go, and when it quit working, we would see if we could get it working again. If not. It will be replaced.¿ it was noted that the patient had been experiencing pain. It was noted that there was no accident or incident that was related to the issue. It was noted that the patient¿s symptoms were present in her right leg. Additional information received reported that after interrogating the implantable neurostimulator (ins), the patient had only 2 working contacts on her lead. It was noted that contacts 3 and 7 had normal impedance values of 915 ohms, but all other contacts had values greater than 3600 ohms. It was noted that a manufacturer representative was unable to achieve stimulation coverage on the patient¿s right side via ins reprogramming. It was noted that the patient would be scheduled for a revision procedure. No additional information reported.